Event description:
It was reported that the device was in hardware vvi back-up mode with no defib therapy available. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature battery depletion could not be determined.